Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent an epigastric hernia repair on unknown date in the fall of 2012 and mesh was implanted. In the spring of 2014, cll progression was noted and the patient was started on ibrutinib and lenalidomide therapy with favorable response. In the fall of 2014, the patient presented for a presumed recurrent ventral hernia. The laparoscopy was performed and an abscess cavity adjacent to the mesh was drained. There were no cultures obtained, the mesh was left in situ, and two weeks of oral antibiotics were prescribed. Then the patient experienced persistent abdominal pain, decreased oral intake and a ten-pound weight loss. Eighteen days after laparoscopy, an abdomen and pelvis axial tomography/CT scan was performed and demonstrated intra-abdominal fluid collection and postoperative changes. No additional therapy was provided at this time. Three weeks after initial CT, a second CT exam was performed and revealed an interval increase in the size of the fluid collection along with additional abscesses in the omentum and the pelvis. An infected mesh was suspected, and the patient underwent a mesh excision. Upon entering the abscess cavity purulent material was sent for stain/culture. Due to dense adhesions, small bowel resection was required, and the ventral hernia defect was closed. Histopathological exam of the infected mesh and resected small bowel demonstrated granulomatous inflammation with variably sized spherules with hyaline walls enclosing endospores, and culture of the purulent fluid grew twenty four colonies of coccidioides spp. Four days after the last surgery, the patient was discharged from the hospital receiving fluconazole. A month after discharge, the patient was evaluated and recovering appropriately. It was determined that the patient would receive six months of fluconazole 400mg/day, to be followed by lifelong suppressive fluconazole 200mg/day. No further information is available.